Event description:
It was reported that the pump battery was depleting quickly. It was reported that the pump's usb port was damaged and the battery intermittently could not be charged. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.